Manufacturer narrative:
A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The report event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that right ventricular (rv) and left ventricular (lv) dislodged from initial implant location due to twiddler. The leads were explanted and replaced. The patient is in stable condition.